Event description:
The customer reported that an end tone, indicating a completed sealing cycle, was heard but the device did not complete the sealing process during a hysterectomy. Another type of device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident device was returned, evaluated and found to function within specification. Add'l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.